Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer's parent stated that the insulin pump was dropped and the belt clip track was broken and customer has been carrying the insulin pump inside his pocket. Customer's parent was advised that carrying the insulin pump inside the pocket could have caused button error due to buttons could get pressed. No button error troubleshooting was performed . The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit passed selftest and displacement test. Unit received with broken belt clip rail, minor scratches on case and minor scratches on lcd window.